Manufacturer narrative:
Qc was within specifications before the event. Qc was out high during and after the event when processed through the closed tube accessing (cta) system as per lab protocol. Qc passed specifications when loaded directly on the instrument, bypassing the cta. A system check was within specifications before the event. The specimens were collected in bd, lithium heparin gel tubes and were centrifuged at 3,000 rpm for 10 mins. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the sample syringe on the cta was leaking and replaced it. The fse flushed vacuum pump, adjusted mixer speed and replaced substrate probe. The fse performed hardware verifications per procedure and all results passed within specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system. Four pt (a-d) samples were tested for accu tni and results of: 2.41 ng/ml, 3.19 ng/ml, 0.77 ng/ml, and 10.596 ng/ml were obtained respectively. The results were not reported out of the lab. The original samples were re-tested for accu tni and different results were obtained for all 4 pts: 5.12 ng/ml and 02 ng/ml for pt a, 0.05 ng/ml and 0.03 ng/ml for pt b, 0.02 ng/ml for pt c, 0.01 ng/ml for pt d. No medical intervention or change to pt treatment is attributed or connected to this event.